Event description:
A piece of the implant broke off while the surgeon was trying to place the implant into the patient. The surgeon was able to put a screw through the piece that broke off to implant it into the patient separately.